Manufacturer narrative:
H3: product analysis of the device did not confirmed the reported fault as pre-repair temperature test could not be performed due to the tool was not locking in the nose. And the connector had a dent and nose section and mid-section assembly got corroded. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that pre-op, the visao handpiece was getting hot within a minute while running at 30,000 rpm in forward mode with an irrigation rate of 30 cc/min. There was no patient involved.